Event description:
Event description guidant received information that this cable switch did not function appropriately during the device implant procedure. The sales representative could not get any pacing through the right ventricular (rv) port. Other ports worked appropriately.